Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx fully covered rmv stent was to be used to treat a stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient¿s anatomy was not tortuous. According to the complainant, during the procedure, the stent was unable to be deployed. The device was pulled out from the patient, and noticed to have a broken sheath at the guidewire access port. The procedure was completed with a wallflex biliary 10x60 stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation on february 26, 2018 that a wallflex biliary rx fully covered rmv stent was to be used to treat a stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient¿s anatomy was not tortuous. According to the complainant, during the procedure, the stent was unable to be deployed. The device was pulled out from the patient, and noticed to have a broken sheath at the guidewire access port. The procedure was completed with a wallflex biliary 10x60 stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
A fully constrained wallflex biliary rx fully covered rmv stent and delivery system were received for analysis. The device was received with a bsc guidewire loaded through the delivery system. Visual examination of the returned device found the inner shaft was kinked out at the guidewire access port and the outer sheath was kinked at the guidewire access sheath (gas) section. Functional evaluation revealed it was not possible to deploy the stent using the delivery system as received however, it was possible to manually deploy the stent by gripping the outer part and pulling the tip distally. No resistance was encountered. The stent was measured to be within specifications. There were no issues noted with the stent and no other issues with the device were noted. The initial report that the delivery system was broken was not confirmed. The damages noted with the device were consistent with the application of excessive force during attempted deployment. The investigation concluded that the observed failures were likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Manufacturer narrative:
A fully constrained wallflex biliary rx fully covered rmv stent and delivery system were received for analysis. The device was received with a bsc guidewire loaded through the delivery system. Visual examination of the returned device found the inner shaft was kinked out at the guidewire access port and the outer sheath was kinked at the guidewire access sheath (gas) section. Functional evaluation revealed it was not possible to deploy the stent using the delivery system as received however, it was possible to manually deploy the stent by gripping the outer part and pulling the tip distally. No resistance was encountered. The stent was measured to be within specifications. There were no issues noted with the stent and no other issues with the device were noted. The initial report that the delivery system was broken was not confirmed. The damages noted with the device were consistent with the application of excessive force during attempted deployment. The investigation concluded that the observed failures were likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on february 26, 2018 that a wallflex biliary rx fully covered rmv stent was to be used to treat a stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient¿s anatomy was not tortuous. According to the complainant, during the procedure, the stent was unable to be deployed. The device was pulled out from the patient, and noticed to have a broken sheath at the guidewire access port. The procedure was completed with a wallflex biliary 10x60 stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.